Event description:
It was reported that during a diagnostic colonoscopy, there was leaking at the switches. It was noted that it contributed to a 30 minute or greater procedure delay; the procedure was then completed with a similar back up device. There was no report of patient harm.